Event description:
It was reported that approximately twenty fours post implant of the implantable pacing lead (ipl) that the monopolar threshold had increased and bipolar threshold remained the same as implant. No actions were taken and the patient was to be monitored. During follow up check bipolar threshold had increased and monopolar had no capture. The ipl was re-positioned however it was not possible to find good threshold, therefore the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.